Event description:
The customer states that one patient sample generated false negative results with the axsym hcv 3.0 assay. The sample initially tested as a weak reactive that retested as non-reactive. The sample was tested a third time and generated a reactive result. Controls have been within specifications. No suspect results were reported from the lab. There is no report of impact to patient management.

Event description:
While starting an IV, there appeared to be a leak at the junction of the tubing and the hard plastic.

Manufacturer narrative:
(B)(4). Additional information was provided by the abbott customer technical advocate (cta). Upon further review of the information provided by the customer it has been determined that the customer's actual issue of false positive axsym hcv 3.0 assay results is not reportable. This MDR (manufacturer's report#: 1415939-2009-01113) was inadvertently filed in error. This is a final report.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 3b44 that has a similar product distributed in the us, list number 5c36. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process